Event description:
The lay user/patient's father contacted lifescan alleging the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement test strips and control solution were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Manufacturer narrative:
Follow-up #1 (09/19/2012) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint were tested on (B)(4) 2010 and no faults were found. The control solution was also tested on (B)(4) 2010 and found to have high glucose content above specifications. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.